Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump powered up and was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with operating currents with in specifications. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape was noted. However, the insulin pump was received with corroded battery tube and battery cap contact. The insulin pump was also received with cracked case at display window corners and battery tube threads, minor scratched display window, missing end cap sticker, broken reservoir tube lip, broken battery cap and with loose/flush drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.